Event description:
A customer reported she compared a reading of 82 mg/dl she received on her freestyle navigator continuous blood glucose monitoring system to a reading of 62 mg/dl received on her built-in meter. The customer additionally reported she experienced symptoms of hypoglycemia (disorientation, confusion) which led to seizure as a result of a rapid change on her blood glucose level. The paramedics were called and the customer was reportedly treated with a shot of glucagon. The customer also reported she drank beverages and ate food to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv5 device had ruptured during filling. The device was being filled with an unknown cytotoxic drug. There is no report of patient injury or medical intervention. No additional information is available. This is report 1 of 89 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the device was requested. The device history review for navigator (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The "date received by manufacturer". On follow-up #1 and #2 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available. Note: according to label copy of the fs navigator continuous glucose monitoring system, readings about glucose levels are not intended to replace traditional blood glucose monitoring. Before adjusting therapy for diabetes management based on results from the freestyle navigator continuous glucose monitoring system, traditional blood glucose tests must be performed. The freestyle navigator continuous glucose monitoring system provides a built-in blood glucose meter to confirm the continuous glucose result. Differences in glucose measurement between interstitial fluid (isf) and patient's finger may be observed during times of rapid change in blood glucose. Therefore, if glucose levels in the isf drop, that drop is not seen in the bloodstream until later. When the patient is testing their glucose levels in the blood glucose mode, differences in the blood circulation in the finger or palm (at the base of your thumb) and other test sites (forearm, upper arm, hand, thigh, or calf) may result in different glucose readings.